Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery out limit alarms occurred during testing. The insulin pump passed the error test. No unexpected restart alarm noted. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and battery out limit. Customer stated that the she got button error and would not let her leave the screen and kept vibrating. Customer that the insulin pump was a loaner and does not have blood glucose at that time of the incident. Customer stated she changed the batteries and got battery out limit alarm and had to reset time and date. Advised to monitor the insulin pump. It was mentioned initially that the insulin pump alarmed button error and unable to clear the alarm. Customer's blood glucose was 6.80 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.